Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized. Customer was dehydrated. Customer's blood glucose level was unknown. Customer did not provide hospitalization details. Customer reported that they were off the insulin pump in the hospital and now transmitter and insulin pump were not communicating. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided about harm code with the initial report was incorrect. The correct information has been included with this report. (B)(4).